Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision of open reduction internal fixation (orif), a screw removal set was used and the tip of a spare reamer tube broke off and was retrieved. A surgical delay of 30 to 45 minutes was reported. No further patient harm was reported and procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.